Event description:
It was reported that this right atrial (ra) lead with the implantable cardioverter defibrillator (ICD) exhibited oversensing of noise that appeared to be myopotential. Technical services (ts) reviewed the lead data and found all impedance and threshold measurements were stable and within normal limits. The intrinsic amplitude was varying widely and the health care professional (hcp) wanted to bring the patient in for isometric testing. This ra lead and ICD remain in service. No adverse patient effects were reported.